Event description:
Per the clinic, the device was explanted on (B)(6) 2022, for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
There is now a reported skin revision surgery. This report is submitted on may 13, 2022.

Event description:
There is now a reported skin revision surgery.